Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to double counting. The patient was evaluated in the emergency room and a magnet was placed to inhibit therapy. A chest x ray was performed and it was found that the right ventricular (rv) lead had twiddled. A revision procedure was performed and the rv was repositioned. A kangaroo envelope was implanted. No additional adverse patient effects were reported. This lead remains in service.